Event description:
A balloon ruputured on the first inflation during an iliac angioplasty of a calcified via an ipsilateral approach. Another balloon catheter was used to successfully complete the procedure without pt complications. The device was destroyed by the user facility. Therefore, no failure analysis will be available. Balloon rupture or balloon leakage is an anticipated event of percutaneous angioplasty which has been associated with overpressurization or use in a calcified lesion. It was also indicated this device was used in a calcified lesion which co believes contributed to this event and do not attribute it to the device. However, without evaluating the device, co is unable to determine the exact cause for this event.co's directions for use state: "due to the extremely thin wall thickness of the balloon, balloon catheters should not be used for procedures involving highly calcified lesions or synthetic vascular grafts. If loss of pressure within the balloon occurs during inflation or if balloon ruptures during dilation, immediately discontinue the procedure. Deflate the balloon. Do not reinflate and remove carefully."